Event description:
Event description guidant received information that a large number of pacemaker mediated tachycardia (pmt) episodes were noted within this cardiac resynchronization therapy defibrillator (crt-d) device history. The caller inquired as to whether or not this was due to the device sensor. It was noted that the current programmed parameters for this device should not have allowed the device sensor to kick in.